Event description:
Pt tested blood glucose levels with ibgstar meter. Ibgstar gave blood glucose result of 21 mmol/l. Pt took novorapid based on result. Pt subsequently experienced hypoglycemia and was given oral glucose by girlfriend and an ambulance was called. Pt recovered without admission to hospital.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.